Event description:
A customer reported that erroneously low sodium (na) results were generated by the synchron lx20 pro clinical system. The initial results in the range of 127-138mmol/l were reported out of the lab. The physician questioned the results and customer re-tested the original samples on a different instrument. Na results obtained from the different instrument were higher and amended reports were issued. Per customer, there were no reports of patient treatment being affected by the low na results.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. The patient also had two other devices implanted. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.